Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the display of the blood glucose monitor was defective. Around 1 year ago, horizontal stripes began to appear on the blood glucose monitor, which are expanding and now interfere with viewing the information.